Event description:
It was observed that during the evaluation, the gastrointestinal videoscope had a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the burned camera cover was due to a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device; however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the IFU operation manual ¿3.2 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.2 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.